Event description:
Patient was being treated for a blood clot in left middle cerebral artery. Initially the patient was given IV-tpa, and the physician decided to continue with a thrombectomy. A penumbra 4max catheter was advanced over a guidewire into the left mca. Aspiration was attempted for fourteen minutes using the 4max catheter and a 4max separator, but was unsuccessful at removing the clot. The physician then decided to switch to a larger diameter catheter to attempt clot removal again. A 5max catheter and 5max separator was advanced to the clot and aspiration was performed, but minimal blood flow was restored. Aspiration time was a maximum of 44 minutes. After procedure patient was reported to have anemia. The physician classified this adverse event as ¿definitely¿ related to the device and procedure. He felt the suctioning feature of the device combined with several attempts at removing the clot resulted in suctioning enough blood to have caused the anemia.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with 3005168196-2013-00204, 3005168196-2013-00205, 3005168196-2013-00206, 3005168196-2013-00207, and 3005168196-2013-00208. Device discarded by hospital.